Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the md was performing the procedure according to IFU. However, during the procedure, the wire of the guide wire and the coil surrounding the wire were separated. The md had to use new kit and was able to finish the procedure.

Manufacturer narrative:
(B)(4). The customer returned a used unraveled spring-wire guide (swg). Visual examination of the swg revealed the guide wire was unraveled from the proximal weld. The proximal end of the core wire protruding was rounded. The distal tip was undamaged and retained its j shape. The guide wire body also had multiple bends in the inner core wire and the coil wire was stretched with offset coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the proximal weld. The proximal weld was present at the end of the unraveled coil wire and the distal weld was still intact. Both the proximal and distal welds appeared full and spherical. The broken core wire measured 681 mm in length and the outside diameter of the guide wire measured 0.850 mm. These measurements could not be compared to manufacturing specifications since a swg is not packaged in the customer reported kit (cl-07780) for this complaint. A manual tug test confirmed the distal weld is intact. Arrow kits with swgs have instructions for use (IFU) that describes suggested techniques to minimize the likelihood of guide wire damage during use. These ifus generally state that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint that the swg unraveled was confirmed based on visual inspection of the returned sample. The core wire was broken adjacent to the proximal weld and there were multiple kinks/bends in the swg body. Though the defect was confirmed, the bill of materials was reviewed and revealed that a swg is not packaged in the customer reported kit (cl-07780) for this complaint. Since there is no swg in the reported kit, there is no way to trace manufacturing records for the returned swg and the probable cause of this complaint is undetermined.

Event description:
The customer reports: the medical doctor was performing the procedure according to IFU. However, during the procedure, the wire of the guide wire and the coil surrounding the wire were separated. The md had to use new kit and was able to finish the procedure.